Event description:
The patient passed out four times on saturday and had to go to the hospital. An EKG was performed which came back normal so they are thinking the stimulator caused the patient to pass out. Five days later the patient¿s pain management health care provider (hcp) reported that they have not seen the patient since (B)(6) 2010. The hcp was no longer seeing the patient. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type; extension. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type; extension. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37752, serial# (B)(4), product type: recharger. (B)(4).